Event description:
It was reported that during a surgical procedure at the user facility, the loaner drill was overheating. No delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, corrosion was found within the device, including the bearings and the rotor. Increased friction due to corrosion is a probable cause of the reported overheating. Since the drill is a loaner device, it will not be returned to the user facility.